Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -07.00 diopter, in the patients left eye (os), on (B)(6) 2022 . The lens was explanted on (B)(6) 2023 due to the patient experienced glare and the problem was resolved. The patient could not accept the glare and requested the lens be removed.

Manufacturer narrative:
H6 work order search: no similar complaint was reported for units within the same lot. (B)(4).